Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
The femoral offset bushing does not hold its offset position, ie., it slides too easily between the 0, 2 and 4mm positions, when on a distal reamer and femoral cutting block, and used in conjunction with the adjustable spacer block (6541-4-610).